Manufacturer narrative:
The expandable introducer sheath was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the sheath was fully expanded with some wrinkles were observed in the non-torn portion of the liner. No abnormal stretching was noted. A slight liner tear approximately 1.5¿ in length from the strain relief was seen along with minor distal tip damage. Due to the condition of the returned device, no functional testing was able to be performed. Liner thickness measurements were taken to ensure that the thickness of the material was within specification. A thin liner could contribute to the observed liner tear and could be indicative of a potential manufacturing nonconformance. The liner thickness was found to be within specification at all measured locations. Available imaging confirms calcification and tortuosity present in the patient¿s access vessel. The complaint for the ¿sheath shaft - liner torn¿ was confirmed based on visual inspection of the returned device, but no manufacturing non-conformities were identified. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to sheath shaft liner tear. Review of the IFU and training manual revealed no deficiencies. A definite root cause was unable to be determined at this time, however, past complaints have suggested that patient and/or procedural factors may contribute to sheath shaft liner tears. Vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system through the sheath. The delivery system can potentially catch onto the liner, propagating into a tear. Additionally, calcification can damage the exposed portion of the sheath liner. Such damage could weaken the liner, causing it to rip or tear during advancement or retrieval of the delivery system. Based on the information provided, the patient¿s access vessel had moderate tortuosity and mild calcification. It is likely that patient factors (calcification and tortuosity) contributed to the observed liner tear. The complaint for the ¿sheath shaft ¿ does not expand¿ was not confirmed. Per the observations made during engineering evaluation, the sheath was fully expanded with no abnormal stretching of the liner. Further, no manufacturing non-conformities were identified in the sample and a review of the IFU and training manual also revealed no deficiencies. At this time, there is insufficient information to determine a root cause; however, it is likely that certain patient factors could have contributed to the reported event. Although engineering evaluation determined that the sheath expanded normally, there were some wrinkles observed on the sheath liner. These wrinkles could have been caused by the sheath interacting with calcification and tortuosity within the patient¿s access vessel, which could also have contributed to the complications experienced during sheath removal (as noted in the complaint description). These same factors could also cause the sheath to appear as if the liner ¿did not fold properly after expansion¿. A review of complaint history suggests patient factors (calcification and tortuosity) may have contributed to the reported event. Since no labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the may 2017 control limits for the trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, during the case a liner tear occurred to the sheath, the sheath shaft did not seem to expand as intended, and did not appear to fold properly after expansion, causing a rigid, non-circular profile and complicating sheath removal. During removal of the sheath, it snagged on the proglides/arteriotomy, leading to significant blood loss around the sheath and out of the arteriotomy, rather than through the seam. Two extra proglides was used in an unsuccessful attempt to close the expanded hole. Balloon occlusion and two viabahn stents (5cm and 10mm) were used. Two units of blood were required.